Manufacturer narrative:
The customer¿s report of a possible overinfusion of pca hydromorphone was not confirmed. The pcu event log review shows that at 7:16 pm on (B)(6) 2016 the device was programmed to infuse a pca dose only infusion of hydromorphone standard dose 15mg in 30ml. The pca dose was entered as 0.2mg (0.4ml per each pca request). At 3:32 pm on (B)(6) 2016 the pca dose was changed to 0.3mg and remained at that dose until the system was channeled off at 11:29 am on (B)(6) 2016. During this period there were 2 bolus doses delivered at 1ml each. There were 48 pca doses delivered at 0.4ml each, 95 pca doses delivered at 0.6ml each, and 1 partially delivered pca dose of 0.5982ml (due to syringe empty). There were 258 pca dose requests not delivered due to the lockout interval. The volume recorded as being infused during this period was 78.7982ml. The root cause of the reported event was not identified. Only the device logs and customer dataset were received for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer initially reported a suspected overdose of hydromorphone and requested an event log review to determine all programming, pca dose requests and doses delivered over several days for a pca-only infusion. Hydromorphone 15 mg/ 30 ml was programmed to infuse 0.2 mg pca dose with a 6 minute lock out. Although the patient reported to staff that she felt over-sedated and felt hypotensive, they reported that vital signs were checked and no hypotension was verified so they are not sure if an overinfusion actually occurred. There was no report of any lasting harm.